Event description:
During an unrelated procedure, an increase in the pacing impedance and a loss of capture were observed on the right ventricular (rv) lead on a non-pacemaker dependent patient. Diagnostic imaging was performed, but no abnormalities were revealed. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.